Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and were having issues with infusion set. Blood glucose level at the time of the incident was in the 200s mg/dl and woke up one morning with a blood glucose of 596 mg/dl. Blood glucose at the time of the call was 325mg/dl. Customer treated with bolus. Auto mode feature was not active at the time of high blood glucose event. Customer does not allege pump was under delivering. Customer completed troubleshooting. The insulin pump was not replaced or returned for analysis.